Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 433 mg/dl. The customer stated that he had changed the infusion set. The customer stated that it was difficult to lower his blood glucose. The customer expressed body pain as a symptom of his high blood glucose. The customer treated himself with insulin pump therapy and stated that he did not have a back-up plan. Nothing further reported.